Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The product has not been received for analysis.

Event description:
It was reported that the patient presented for initial implant. The lead exhibited high capture threshold. After multiple attempts to reposition, it was difficult to extend and retract the helix. The lead was not used, and new lead was implanted. The patient was in stable condition.